Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had received vibratory patient notifier for non-sustained rv oversensing. Lead damage was suspected based on the noise seen in the egms. Further testing was recommended. The patient was advised to come back in a month to re-evaluate the lead.